Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that pacemaker and right atrial (ra) lead exhibited right atrial (ra) lead undersensing. It was noted that p-wave measurements were 0.45 mv. Technical services (ts) reviewed possible causes and troubleshooting options. This pacemaker system remains in service. No adverse patient effects were reported.